Event description:
It is reported that the patient underwent a left total shoulder arthroplasty approximately one year ago. The patient has developed "popping" and dislocations requiring shoulder reductions in the emergency department. She has decreased adl's secondary to pain in this shoulder. In 2005, she was admitted for a revision of the total shoulder.